Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, while trying to place the lead in the ventricle it appeared to bend and get stuck near the valve, and the physician had a hard time repositioning the lead after. Upon removal from the body, the physician noted that the lead still appeared bent at the coil. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.